Manufacturer narrative:
Follow-up attempts were made on (B)(6) 2018, but we have not been successful in reaching consumer. Device history record (DHR)s were reviewed and confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer stated a tampon came apart and pieces remained inside during removal. After removal she began to experience vaginal itching. She will seek medical assistance if the itching does not improve.

Manufacturer narrative:
Consumer returned samples for evaluation, therefore the following fields were updated. (B)(4). A visual inspection of 27 companion samples was conducted. The visual examination did not observe any product defects or abnormalities.